Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
A sus voluntary medwatch report (#mw5090896) was received which stated the following: "ICU medical oncology kit with spinning spiros c-clip red cap was used in a closed system device along with the bd alaris pump infusion set to administer cyclophosphamide during circle priming, we noticed that there was a leak that occurred where the spiros cap and tubing join. We are unsure if this is related to the tubing or the spiros cap itself. This has occurred two times. We are unsure if this is related to the ICU medical spiros cap or an issue with the bd alaris pump infusion set. FDA safety report ID(s)# (B)(4).¿ there is no patient involvement, no adverse event reported. This reflects one of two events reported that occurred on an unspecified date.